Event description:
It was reported that ¿years ago¿ the patient was flying ¿to west to east cost¿ and he had a power on reset (por). The patient was referred to the reporter¿s office because he was doing ¿terrible.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, lot# unknown, product type extension. (B)(4).